Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been closed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The patient, a long-time user of this type of product, complains about the relatively frequent failure (at least once a week) of the needles of this model. He claims that the product does not pass through the needle and can therefore only be administered by changing needles and pricking himself again, which is never pleasant. He has left us a sample of the dysfunctional needle, which we will make available to you. According to the patient, this information had already been brought to your attention several months earlier, without any response from you. Do you have an explanation? Please let us know as soon as possible. We look forward to hearing from you. Product: bd micro fine ultra 0.25x5mm needles for pen. Cip: (B)(4). Batch 3179400. Expiry date: 2018 - 07. Correction of the expiry date: 2028-07 and not 2018-07.